Event description:
The following information was reported to gore: patient presented for a procedure in the right common iliac artery due to aneurysm. A 12fr gore® dryseal flex introducer sheath with hydrophilic coating was used to advance the gore® viabahn® endoprosthesis with propaten® bioactive surface (vsx device) over a 0,035 x 260 amplatz super stiff¿ guidewire. As reported, the vsx device was inserted smoothly and placed at the target treatment site without difficulty. Deployment was started and the deployment line unraveled, but became stuck after the turnaround the distal end. The endoprosthesis had a slight expansion. Deployment was unable to be continued as the deployment line remained stuck. The partially expanded device was removed from the patient with no issues. A new device was inserted and deployed with good results. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Patient weight was requested but not made available. Device is expected to be returned. Results pending completion of investigation once device is received. Review of device manufacturing record history confirmed device met pre-release specifications. Instructions for use for gore® viabahn® endoprosthesis with heparin bioactive surface hazards and adverse events device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: hematoma; stenosis, thrombosis or occlusion; distal embolism; side branch occlusion; vessel wall trauma and / or rupture; false aneurysm; infection; inflammation; fever and / or pain in the absence of infection; deployment failure; migration; and device failure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code 19. Product evaluation: the entire device was returned with a portion of the dual lumen catheter tracked through an introducer sheath. The inner zipper was partially deployed, and the endoprosthesis was returned with approximately 2cm of device expansion at the tip. Damage was noted to the endoprosthesis, including longitudinal compression of the stent-graft exposing the distal shaft, delamination of the distal end tape, and a bent proximal facing apex. This damage is consistent with unintended interactive effects during device withdrawal. Damage to the dual lumen was also observed with visible necking and a notch noted approximately 5.5 cm from the transition. Visible necking is consistent with the use of force during the procedure. Deployment could not be resumed at the knob but was able to continue with traction at the endoprosthesis, indicating no apparent issue observed with the zipper component during device evaluation. No primary device failure mode could be identified, and the root cause of the reported partial deployment with partial device expansion could not be established with the available information. Imaging evaluation - an imaging evaluation of the returned clinical items was performed. Evaluation of the reported failure modes could not be conducted with the items returned for review. G3: device was returned and date of return was entered.